Event description:
Procedure: attempted laparoscopic cholecystectomy; operative cholangiogram;laparotomy cholecystectomy; appendectomy. Event: piece of the plastic sheath of the trocar (three prong) broke off during entry into the body and was later found in the tissue surrounding the abdominal cavity; the other two prongs were still intact; attempts were made to view the lost piece through the scope but incision was necessary to retrieve the lost piece and therefore to complete the initial procedure.